Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens and fluid inside lcd area. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was unable to be duplicated. The investigation was unable to determine the cause of the reported problem; however, stated that the fluid inside the pump most like cause the issue. Service's replaced the pump main pcb as a preventive action. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 45169. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.